Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter is two pieces. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the distal shaft and collar with the ptfe pulled out of the collar, tip damage (misshapen), and a kink in the distal shaft located 23cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 19may2020. It was reported that the shaft was kinked and could not be advanced. The target lesion was located in the middle of left anterior descending artery. A 5-in-6 guidezilla was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the device delivery shaft was kinked and could not be advanced through the guide catheter. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure. However, device analysis revealed a complete separation of the distal shaft and collar with the ptfe pulled out of the collar.